Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) and ventricular and atrial leads were removed and were not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned and analyzed. The outer insulation exhibited a breach at the 1st ri b/clavicle, and a cosmetic depression was observed. Blood was found on the proximal conductor (not obstructed) as well as the distal electrode. (B)(4).